Event description:
It was reported that the right ventricular lead had low amplitude r-waves. R-wave amplitudes had decreased since implant. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.